Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/25/2019.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm2650, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent resection of abdominal wall mass on (B)(6) 2019 in outpatient operating room. When the doctor sutured the wound to the patient after the surgery, the connection between the needle and suture of half absorbable suture was broken, and then a new suture was used to complete the wound suture. There were no adverse patient consequences reported.